Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp). The fse cleaned the fiber optics sensors , and then performed unit checkout. The unit passed all functional and safety tests. The fse then returned the unit back to customer.

Event description:
N/a.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit fiber optic not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, before use, the cs300 intra-aortic balloon pump (iabp) unit fiber optic not working. There was no patient involvement.